Event description:
The customer reported experiencing high blood glucose with diabetic ketoacidosis. Troubleshooting confirmed all programming is correct and the insulin pump passed the prime test. However, the customer did not have a tubing clamp to perform the high pressure test. Advised to seek medical attention for blood glucose reading over 600mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.